Event description:
It was reported that an ht70 plus ventilator was freezing during power up. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device, updated software and performed extended self-testing on the device and all tests passed.